Event description:
According to the initial report received via email on 15may2025 the protect study patient had a stroke. Emergency consultation on (B)(6) 2022 due to dizziness and hypotension. MRI performed. Diagnostic: occipital stroke with visual symptoms left eye, blurred vision without damage to gross visual fields. A query of the protect database revealed the patient is a 61 year old male. The patient has congestive heart failure (chf), coronary artery disease, a myocardial infarction (mi) >6 months prior to study procedure. The patient has had percutaneous coronary intervention (pci). The patient had an ascending aorta aneurysm size of 49mm. The patient smokes less than 1ppd. The patient has mild hyperlipidemia that is controlled by diet. The patient had pre-operative CT of chest, abdomen and pelvis perfomed on (B)(6) 2022 before implantation of amds5540-ca. The pre-operative cts are in the protect database. The event is possibly related to the amds device, but unlikely related to the implant procedure. The debakey type a dissection could have contributed to the event. This event is relegated to amds5540-ca lot number: c2459592k with allegation of stroke.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds5540, lot: c2459592k (finished goods) and c2459331i (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformance's or deviations were found to be related to the complaint. A complaint was reported to field assurance by an artivion project manager on 15may2025 (study team first became aware on 14may2025) associated with a patient residing in canada and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿possibly¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient (B)(6) is a 61-year-old male who had an amds-55-40 (serial#/lot#: (B)(6) implanted on (B)(6) 2022 at (B)(6). The responsible investigator for the study is dr. (B)(6). Adverse event# 1 reported a cerebrovascular/neurologic event as ¿stroke¿ with an onset date of 13aug2022 (33 days post-op) and an end date of 15aug2022. The ae form described the following ¿emergency consultation on (B)(6) 2022 due to dizziness and hypotension. MRI performed. Diagnostic: occipital stroke with visual symptoms left eye, blurred vision without damage to gross visual fields. Return home on (B)(6) 2024. Request for neuro-ophthalmology requested externally¿. The event was deemed ¿possibly¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization¿. The patient was hospitalized on (B)(6) 2022 as a result of this event. No treatment was provided, and the event was documented as resolved. The patient was discharged on (B)(6) 2022. It is important to note that amds device was not removed, as there were no device malfunction or deterioration in characteristics or performance. The patient remained in the study. Additional information provided by the study team revealed the following comorbidities: congestive heart failure (chf), coronary artery disease, myocardial infarction (6 months prior to study procedure)- pci intervention, aneurysm of the ascending aorta (size: 49mm), and copd. The patient smokes less than 1ppd and has mild hyperlipidemia that is controlled by diet. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿neurological complications and subsequent problems (e.g., transient ischemic attack (tia, stroke, neuropathy)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. There was one (1) external ncr associated with the sterile sub-assembly lot: c2459331i: ncr 2215. There were four (4) internal ncrs associated with expired, returned devices with finished goods lot: c2459592k: nc-07794, nc-07795, nc-07941, nc-08052. The ncs are unrelated to the reported event. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion. Correction to emdr section h6 component code from 527 to the correct code, 515.